Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient receiving compounded baclofen (2,000 mcg/ml at 480 mcg/ml) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that during a scheduled pump replacement for eri (elective replacement indicator) the catheter could not be aspirated and did not have csf (cerebral spinal fluid) flow once removed from the pump. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The physician unsuccessfully attempted aspiration from the cap (catheter access port), then cut the catheter just below the sutureless connector, above the connector between spine segment and pump segment and again at the spine incision to see if there was csf flow at any of those points and there was not. The entire catheter was removed and replaced. The pump that was being replaced was expected to have 27.9 ml of medication and it had 27.0 ml and the patient never had any signs of withdrawal from his 480 mcg/day intrathecal baclofen. Therefore physician assumed that the catheter had a ¿one way valve¿ affect at the end of the catheter allowing the medication to flow into the csf but not able to pull back. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
H3: the catheter was returned and analysis identified an area of compression on the catheter body. Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type. Catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.